Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant check. Device interrogation revealed that the right ventricular lead had decreased sensitivity and no capture. The patient presented in the operating room for lead revision. During procedure, the helix failed to retract. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.